Event description:
It is reported that end-user was currently treated at a wound clinic for three (3) open superficial areas to skin to the left of stoma. Small amount of skin between stoma and open areas. Largest open area measures three quarters of an inch. End-user uses a seal and then wafer. Treatment provided at the clinic with stomahesive powder followed by aquacel and covered in tegaderm, and is to follow up with doctor (B)(6) 2014.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on the patient requiring prescribed treatment. Alternate samples were sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.